Manufacturer narrative:
Results of investigation: carefusion was unable to duplicate the reported issue. All testing was performed using a known good ac adapter as well as a known good test patient circuit. The ventilator passed 76 hours of extended tests at the customer¿s settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection does not reveal any abnormalities with the ventilator. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Manufacturer narrative:
(B)(4). This unit is currently under quarantine by apria healthcare. Once the ventilator becomes available for evaluation, carefusion will submit a follow-up medwatch form with the results of investigation.

Event description:
It was reported to carefusion by the customer that the ventilator stopped working properly while on the customer's son and required manual ventilation. The father also reported that the ventilator was not working properly for the ems workers as well when they were transporting him to the hospital. It is unknown whether the ventilator alarmed, and there was no patient harm associated with this complaint.